Event description:
Healthcare professional reported injecting a patient with juvederm voluma xc in the midface and juvederm volbella with lidocaine in the lips and mental crease. After the injection of juvederm voluma xc the patient developed "swelling and redness" with ongoing issues from the juvederm volbella with lidocaine injection that consist of "lumpy, erythema and itch" in the lips and chin. Patient was treated with hyalase in all affected areas which also included 3 bilateral lumps midface. Oral steroids were also prescribed. Symptoms are still ongoing.

Manufacturer narrative:
Medwatch sent to the FDA on 10/20/2014. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "swelling, erythema, itch and lumpy" is a physiological complication and analysis of the device generally does not assist allergan in determining in probable cause for this event.